Manufacturer narrative:
H6: added type of investigation codes b11 and b13. H11: added the results of the investigation. Investigation summary: the device was not returned for evaluation. Ventricular tachycardia: in order to make a cause determination, the clinical details would have to be provided. The cause of the injury was unable to be determined due to insufficient clinical details. Device history review: the pump s/n: (B)(6) passed all the post sterile inspection checks.

Event description:
The complainant reported a patient on impella cp support and while on support the patient was having episodes of ventricular tachycardia. Later care was withdrawn and the patient expired.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.